Manufacturer narrative:
Other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 309328, lot# 0209613780, implanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_ext, lot# serial# unknown, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the twist lock cable was involved. The cause of the disconnection of the system was due to a fall. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 309328, lot# 0209613780, implanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider for clinical study reported via a manufacturer representative that there was a disconnection of the programmer system due to a fall of the batch. The factors that led or contributed to the issue was unknown. It was unknown of the actions/interventions and diagnostics/troubleshooting performed. The issue was unknown if the issue was resolved at the time of the report. No surgical intervention occurred or was planned. Relevant medical history includes functional idiopathic urinary retention. No further patient complications have been reported as a result of this event. Additional information received reported that the event occurred on (B)(6) 2015. There was a disconnection of the verify system with a return of symptoms and repositioning of the extension which was resolved on (B)(6) 2015. The investigator assessed the event as not serious, not related to the procedure, and related to the extension. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.